Manufacturer narrative:
Results of investigation: the device, used in treatment was not returned for evaluation. However pictures of broken product are available which confirms that the device is broken and damaged. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. According to clinical/medical investigation, this case reports that the femoral impactor was broken during use. All pieces were recovered from the patient, without injury or delay. The procedure was completed using a backup device. Since no patient harm is alleged, no further clinical assessment is warranted. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints . The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported during the tka procedure when the surgeon implanted the femur, the femoral impactor was broken. The plastic piece was recovered from the patient and no fragments were left inside. The procedure was completed without delay, using a backup from smith & nephew. No patient injury or other complications were reported.

Event description:
It was reported during the tka procedure when the surgeon implanted the femur, the femoral impactor was broken. The plastic piece was recovered from the patient and no fragments were left inside. The procedure was completed without delay. It is unknown how was the surgery finished. No patient injury or other complications were reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports that the femoral impactor was broken during use. Per email communication, all pieces were recovered from the patient, without injury or delay. The procedure was completed using a backup device. Since no patient harm is alleged, no further clinical assessment is warranted. A review of complaint history for the listed part revealed no prior complaints for the following batch number. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.